Event description:
It was reported that after mrt screening the device was found in backup vvi mode. The device was reset successful and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.